Event description:
It was reported the sheath became lodged in the pt's vein. The interventional cardiologist had to gain access on the left side in order to retrieve the sheath. An angio catheter and a special wire were used to remove the catheter and the ep case was completed. There were no consequences to the pt.

Manufacturer narrative:
One 6f fast-cath introducer was received for evaluation. Visual inspection revealed the sheath was detached from the introducer at the base of the hub and a pinch mark is visible in the sheath near the distal end. Review of the device history records confirmed this lot met mfg requirements prior to shipment. In conclusion, the used device was received in two pieces which had separated at the base of the hub. Microscopic examination revealed the sheath was properly attached during mfg. Add'l testing using a device from the same lot number confirmed the device was within specification.